Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2021, product type lead, ubd: unknown, UDI#: unknown. This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced lead migration that began on (B)(6) 2021. The event was classified as moderate and determined to be related to the procedure rather than the lead itself. X-ray imaging revealed that the bottom of one lead had flipped anteriorly, causing shocking sensations. Corrective actions included turning off stimulation, surgery, and a lead revision. The adverse event was resolved by (B)(6) 2021, with the outcome marked as resolved. No further complications were reported or anticipated.